Manufacturer narrative:
Unit received with operating currents within specifications and passed self -test and displacement test. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector. Low battery and replace battery now alarms confirmed in the long trace history file due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was cracked. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.